Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pregnancy with intrauterine device, nickel allergy, nausea (gastrointestinal: positive for nausea), nickel allergy, generalized pruritus, abdominoplasty (multiple scars from abdominoplasty), normal delivery (live child) (3), abortion (2), depression, anxiety, parity 3, multi gravida and menses lack of. Previously administered products included: mirena, intrauterine contraceptive device, norgest and fumarate disodium. The patient had a family history of diabetes and cancer. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2568 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery on (B)(6) 2021 by bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery? No. There were 4 rings noted. Similarly, on the left the ostia was visualized and centered in the visual field. The essure device was placed into the ostia and deployed without any problems. There were 2 rings noted. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: surgical pathology report. Specimens: bilateral fallopian tubes, bilateral fallopian tubes c remandant "essence." Coils. Clinical history: sterilization. Procedure: laparoscopic salpingectomy. Diagnosis: bilateral fallopian tubes, salpingectomy: fallopian tubes with metal coils. Para tubal cysts. Negative for atypia or malignancy. One benign lymph nod. Gross description: received are two pink-tan fallopian tubes, one with a protruding portion of coiled essure coil. The fallopian tube measures 7.5 x 1.1 x 1.1 cm and is fimbriated. There are multiple fibrous adhesions and adherent fatty tissue. Sectioning the fallopian tube reveals no mass. The coiled wire is present in the proximal end of the fallopian tube. Sectioning reveals no mass. The next fallopian tube measures 7.5 x 1.1 x 1.1 cm. There are several paratubal structures present ranging from 0.2 up to 0.8 cm. Sectioning the fallopian tube reveals no mass. This segment of coil is relatively intact and is present in the proximal 1.2 cm of the second fallopian tube described. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record added. Reporter details added and patient lmp and medical history added , pathology test added and rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On 13-mar-2014, the patient had essure inserted. On (B)(6) 2021, 2568 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 10-mar-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2568 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery on (B)(6) 2021). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.